Manufacturer narrative:
UDI is unavailable at this time. Once the investigation is completed to UDI number will be provided. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angioseal could not be released. The following information was provided by the user: anchor and collagen got stuck in the system. During removal the system was blocked. Puncture was closed manually. It was reported that there was minimal blood loss under 50ml. Patient could leave the hospital during next day. It was reported that there was no hematoma, no stenosis or plaque during the puncture channel. Puncture was made in the correct area. It was reported that the patient had no harm and was discharged the next day.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6 fr angioseal vip device was received for product evaluation. The device was returned with the hemostatic sheath in two pieces, tamping tube and bypass tube. The returned components were subjected to visual analysis where a blood like substance was viewed on all components. The hemostatic sheath was returned not mated with the deployment sleeve of the device cap. The hemostatic sheath was in two pieces, the proximal end of the hub, and the distal portion with the full angioseal logo. There was a noted 1.5" piece of suture protruding from the hemostatic valve in the hub. Force was applied to the piece of suture, which could not be removed. The bypass tube was not found properly inserted into the hemostatic valve as would be expected if the user followed the IFU. The anchor was found on the distal end of the valve and the collagen was on the proximal side of the valve. This could be confirmed through destructive testing of the hemostatic hub. The tamping tube was fully exposed from the carrier tube assembly with a portion of the suture entering the proximal portion of the tamping tube. The deployment sleeve was in the full rear lock position. There was some notable flattening of the carrier tube assembly distal to the deployment sleeve as through the tube was compressed at one point. This may have been due to manipulation during use or due to handling during the return transportation. The tensioner of the device cap was then removed to ensure that the tensioner could function properly. Under the force that was applied to the carrier tube while removing the tension, the carrier tube became elongated. Once the tensioner was removed functional and visual testing revealed no anomalies. The exact cause of the reported event cannot be definitively determined based on the available information.